Event description:
Plaintiff alleges sustaining serious, severe and permanent bodily injuries, including but not limited to anaphylaxis, asthma, rhinitis, respiratory problems, hives, contact dermatitis, swelling, fatigue, headaches, extreme discomfort, depression and emotional distress and pain and suffering, all of which may be of a permanent, continuing, and life-threatening nature. Plaintiff further alleges suffering considerable mental anguish, limitation and restriction of usual activities, pursuits and pleasures and substantial loss of earnings and earning capacity. Plaintiff's husband alleges loss of consortium.